Manufacturer narrative:
Software analysis completed. It was determined that this is not a software issue and software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4); product ID: 960-152, software version: (B)(4). A site visit by a manufacturer representative (rep) was made to service the equipment. The disc drive was replaced and the issue was resolved. The hd drive 9734699 cd/dvd-rw sata beige (1008978l112) was returned for analysis. Analysis found that the returned drive was not able to load an exam from a known good disk. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a patient exam disc would not load. The system did not indicate that the disc was being read in the select patient task. The disc drive would flash a green light indicating it was getting power, but then nothing would happen. It was noted that there was no other working patient exam discs available to swap. The scannermask settings for the cd were walked through, but this did not resolve the issue. It was recommended to reburn the disc or locate a working patient exam to rule out a hardware issue. There was no patient involvement. A clinical specialist (cs) confirmed with the account that they were unable to load a known working patient disc and that the issue had occurred on another occasion as well.